Event description:
The customer reported an intermittent loss of video. There is no report of death or serious injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The vortex cable was evaluated and replaced. The system was tested and found to be working as intended and returned to service.